Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent left tka. Patient was revised due to an aseptically loose femoral component approximately 7 years, six months post procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: ref 00-5980-090-00, lot: 62493855 stem extension screw. Ref 00-5980-037-02, lot: 62531239 tibia. Ref 00-5764-015-51, lot: 62539937 femoral. Ref 00-5960-099-00, lot: 62484992 taper plug. Ref 00-5972-065-32, lot: 62467065 patella. Ref 00-5962-32-12, lot: 62517090 articular surface. Ref 00-1112-140-01, lot: 76364338 palacos cement x3. Ref 00-5791-041-00, lot: 62524962 & 62512125 screws. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: numbness, swelling, pain with activities, radiating pain, night pain and instability on (B)(6), uses cane, rom: 0-100°, 'increased subsidence noticed in xrays, with valgus alignment left tka femoral component bone scan. Increased activity in femur and tibia'. Spinal + mac, ebl<50 ml, significant amount of synovitis from gross loosening of the femoral component, tibial component intact, femoral bone loss, 'when I had placed the trial metaphyseal cone and tried to place the trial femoral component in place this caused an anterior cortical fracture line which I visualized to its most proximal extent, proximally 5 cm.' Femoral component found with little cement attached to it and was loose, 'femoral component had de-bonded from cement'. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.